Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal infection. The breach in aseptic technique was further described as fungal infection due to poor personal hygiene. It was reported that the patient was hospitalized and was treated with unspecified drug infusion (dose, route, frequency and duration were not reported), unspecified oral anti-inflammatory drug (dose, frequency and duration were not reported) and an intramuscular injection of meloxicillin was given into the arm (dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was withdrawn at the time of this report. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.